Event description:
The patient underwent a cardiovascular procedure in 2005. The catheter was inflated during prep and the balloon was reported to be eccentric. The anesthesiologist decided to go ahead and use the catheter. The catheter was placed and it was noted on fluro that the balloon was leaking. The anesthesiologist removed the catheter from the patient. Another catheter was used to complete the case. There were no adverse patient consequences.